Event description:
It is reported that during surgery on (B) (6) 2009, the package was opened and contained a hair like substance adhered to the retainer of the package. A different implant was used.

Manufacturer narrative:
(B) (4). Eval summary: as returned, the packaging material was returned in an unsealed condition with a hair like substance that is attached to the cavity. With the available info, it cannot be demonstrated with certainty that the source of the hair is the packaging environment. The packaging environment utilized for this product is a (B) (4) clean room that undergoes continuous monitoring. There is a very minuscule, but constant risk of foreign material in sterile cavities from the operators. A review of complaints for hair in sterile implants was conducted in march 2005 and indicated that there is less than one complaint per million sterile units shipped by zimmer (B) (4) in 5 years. The related mfg lot was fully distributed without any further reports of the kind. The complaint was reviewed with the employees of the related packaging area for better awareness. Device history records indicate all components were mfg and inspected to specification.